Manufacturer narrative:
Explant of iol is planned for (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported a zxt150 26.5 diopter intraocular lens is planned to be explanted from a patient's left eye due to a refractive surprise. There was no post-op injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported that the patient declined surgery and chose to go with glasses. No explant will be performed. The patient will use prescription glasses, which give her a refraction of 20/25. Without glasses her post-operative refraction is 20/200. Reportedly, the patient has not been back for follow-up since end of august. No other information was provided. If explanted, give date: not applicable, as an explant will not be performed. (B)(4). All pertinent information available to the manufacturer has been submitted.